Event description:
It was reported that battery port had debris that customer had to clean and work around, and some debris was too difficult to remove and could interfere with use. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no additional details were obtained, and no further action was required from technical support.